Event description:
Allegedly the patient was revised due to aseptic loosening femur; aseptic loosening tibia; implant fracture (right). Secondary revision njr index no: (B)(4).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2015-00319, -00320. This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).